Event description:
During catheterization a stent disconnected into the circumflex artery. The surgeon was able to successfully place his guide wire. While advancing the stent with the catheter, the stent lodged in the vessel. The surgeon began to pull the stent out it disconnected from the catheter without deploying. The surgeon was unsuccessful in removing the stent, which required the patient to go to the or for bypass grafting.